Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the audiologist,, the patient reported intermittent pain that appeared to be unrelated to sound stimulation. Per the physician, there is no evidence of infection at this time. Reprogramming attempts did not alleviate the issue. In (B)(6) of 2009 the patient developed a fever of unknown etiology and was hospitalized and treated with IV antibiotics(type not reported).explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.